Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked during loading of the heartstring device. The second heartstring seal did not deploy correctly because the seal remained caught in the tube and when the doctor removed the seal, it started unraveling. The second seal will be coded as "deployment failure". The procedure was completed using a replacement device. There were no pt consequences. This report is for the second seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of the deployment tube and fully unwinded. Other observations were that the tension spring components were still loaded inside the deployment tube and the seal was separated from the tether. From the investigation, the tension spring components remained inside the deployment tube which prevented the seal from deploying. The failure that the seal did not deploy is confirmed. A lhr review was completed for the prod and there was no nonconformance associated with the lot number.